Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was slightly elevated. Customer changed the cartridge and infusion set site and blood glucose level normalized.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.